Event description:
A (B)(6), female, patient, presented with occluded ica. Physician described the clot as being "hard". Physician begin using a merci balloon guide catheter, 8f x 95cm (bgc 8f x 95cm). Per physician, when the balloon was inflated with the proper amount of contrast/saline, the balloon covered the lumen of the guide due to a narrowing in the patient's vasculature, causing the balloon to rupture when the merci retriever was pulled into the balloon guide. Physician tried using another bgc 8f x 95cm for the case, but that balloon ruptured as well. Physician stated that in his opinion, the patient did not suffer any additional damage due to the rupture of balloons. Patient expired four days after the procedure. While the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. The instructions for use lists related possible complications.